Event description:
It was reported that a stryker ortholock ex-pin 3x110 pin broke upon removal during a procedure. No further information was provided

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated. Not yet received.

Manufacturer narrative:
The reported event that the tip of the pin broke during removal was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.

Event description:
It was reported that a stryker ortholock ex-pin 3x110 pin broke upon removal during a procedure. No further information was provided